Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit mesh device was implanted into the patient during a procedure performed on (B)(6) 2009. As reported by the patient's attorney, the patient underwent revision of the advantage fit mesh device on (B)(6) 2011 due to pulling in the left suprapubic area and prominence of the left sling arm was seen through bladder wall. Boston scientific has been unable to obtain additional information regarding the event to date.